Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. During the procedure, the patient¿s sterile drape fell onto the table where the ipg had been placed. The physician opted to replace the ipg to avoid any risk of contamination instead of simply re-implanting the old ipg.

Event description:
Follow up information identified the patient pain at the ipg site has resolved.